Event description:
It was reported that during a routine follow up, the physician had difficulties interrogating this pacemaker. Boston scientific technical services (ts) was contacted and upon further review, it was noted that the device had reverted to safety mode operation, which limits the functions and interrogation options. Device replacement was recommended but at this time, there is no evidence to suggest that this intervention has been performed. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that during a routine follow up, the physician had difficulties interrogating this pacemaker. Boston scientific technical services (ts) was contacted and upon further review, it was noted that the device had reverted to safety mode operation, which limits the functions and interrogation options. Device replacement was recommended but at this time, there is no evidence to suggest that this intervention has been performed. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported.